Event description:
It was reported to st. Jude medical that noise and a change in pacing lead impedance, capture threshold and signal amplitude were observed when the pt presented. It was also suspected that the pt had received inappropriate shocks. St. Jude recommended an x-ray to confirm potential lead fracture. Follow-up phone call to the physician confirmed the fracture. The lead was explanted.